Event description:
According to the reporter, during the laparoscopic hernia repair procedure, the balloon did not inflate. In order to complete the case, another balloon was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.